Event description:
The crew reported the loaner autopulse platform (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message. The lifeband was replaced but the (ua)12 persisted. No patient involvement.

Manufacturer narrative:
The reported complaint of the "autopulse platform (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed archive review but not during functional testing. The customer reported complaint was not reproduced. The autopulse platform functioned as intended. Visual inspection of the platform was performed, and no physical damage was observed. Based on archive data review, user advisory (ua) 12 (lifeband not present) errors were observed, thus, confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. The reset switch setting was verified as a precaution against the (ua) 12 error. The power distribution board is up to date. User advisory is normally a clearable error message. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.